Event description:
It was reported the customer received a motor error alarm during a fixed prime. It was also found the customer had a motor position encoder error alarm and a motion sensor test failure alarm. Customer's blood glucose was 10 mmol/l.the customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. Unable to confirm motor position encoder error alarm due to erased history file. Unable to verify motion sensor test alarm due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)